Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure, two thunderbeat handpieces failed after multiple errors and alarms. The teflon pad appeared damaged. During the procedure, the physician was in the cervix and entered to low, lacerating the pt's vagina. The laceration was repaired, during the same procedure. However, the pt went through subsequent ER visits and had a trachelectomy performed. The pt recovered with no further complications.

Manufacturer narrative:
Olympus received the thunderbeat hand piece for evaluation. The analysis confirmed the reported error codes. A probe check was performed and resulted in a short circuit error during output activation. The teflon pad was partially worn off. A crack was found at 15mm from the distal end of the probe. The teflon pad was melted. There were abrasion marks on the probe and the electrode of the gasping section. This damage may result when grasping and twisting the hand piece during continuous output activation. As the teflon wore off, the metal to metal direct contact could result in a short circuit error and probe damage.